Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The physio-control failure analysis center further evaluated the device and was able to verify the reported issue. It was observed that the device had taken a significant external impact which led to the lid latch being disconnected form the mounting shaft. During an internal inspection of the device, it was observed the shaft bracing the lid/power latch was displaced to the side. After reseating the positioning of the shaft, the device was able to appropriately power on. The cause of the reported issue was due to a misaligned power/lid latch shaft. It is unknown specifically how the part came out of alignment.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.